Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient's son reported his mother's left knee implanted 20+ years ago is bow legged and "pops" out of joint. He is uncertain it is a stryker product implanted, however, the medical facility he contacted advised it appears to be a stryker product.

Manufacturer narrative:
An event regarding malposition involving an unknown femoral component was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as product remains implanted. -clinician review: the CT and radiology reports state there are no mechanical complications. Review of the plain film x-rays show that the femoral component of the left knee is hyper flexed and the anterior flange of the component is not in contact with the anterior femur. It is unclear if this is a positioning error upon implantation or gross loosening. And subsequent malpositioning. In addition, am uncertain if this is a stryker product. From the limited documentation provided I cannot confirm that the malpositioning of the left femoral component is causing the symptoms reported in the event description. -device history review: could not be performed as lot code information was not provided. -complaint history review: could not be performed as lot code information was not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. A review of provided medical records with a clinical consultant indicated: "the CT and radiology reports state there are no mechanical complications. Review of the plain film x-rays show that the femoral component of the left knee is hyper flexed and the anterior flange of the component is not in contact with the anterior femur. It is unclear if this is a positioning error upon implantation or gross loosening. And subsequent malpositioning. In addition, am uncertain if this is a stryker product. From the limited documentation provided I cannot confirm that the malpositioning of the left femoral component is causing the symptoms reported in the event description." Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
Patient's son reported his mother's left knee implanted 20+ years ago is bow legged and "pops" out of joint. He is uncertain it is a stryker product implanted, however, the medical facility he contacted advised it appears to be a stryker product.